Manufacturer narrative:
The surgical intervention date previously stated read "(B)(6), 2019." The correct date of surgery should read "(B)(6), 2019".

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg pocket site was repositioned.

Event description:
It was reported that the original placement of the ipg site was uncomfortable for the patient. The issue has since resolved since the revision.